Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI# (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date, the patient had stimulation issues that when they turn their head they lose stimulation on both occipital leads. The cause was that the anchors seemed to have moved since implant. An x-ray showed that the leads have moved from their original lead placement. The patient was seen and interrogation shows that the leads are in working order. The report was given to the healthcare professional (hcp) the issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2017, product type: lead, product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that full system explant was scheduled for (B)(6) 2020. No more information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-12. A copy of the interrogation and the patient appointment was given to the healthcare professional (hcp) to decide what to do next. The patient may want an explant for their occipital leads or a lead revision. The hcp is leaving for vacation for a month so they will likely not see the patient until they return in march. The rep would update at that time. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the explanted device would not be returned to the manufacturer for analysis. No further complications were reported/anticipated.